Manufacturer narrative:
Method: the graft was explanted but not available for evaluation, therefore a re-review was performed of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during processing for lot mp134401. The graft underwent a validated sterilization methodology; tutoplast which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for this lot were acceptable. To date, rti has distributed 71 xenografts from the lot without related complaints. Conclusion: the device was not returned for evaluation. Records re-review results demonstrated no deviations during the manufacturing of graft ID (B)(4) and it met all specification requirements and release criteria at the time of distribution. No related complaints were noted associated with this lot. Based on our records re-review and the information provided, this event is unlikely related to the xenograft implant.

Event description:
Rti surgical, inc. (Rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti received a complaint on (B)(6) 2015 reporting that a fortiva porcine dermis implant was utilized during a breast reconstruction procedure and the graft failed. Further information was received on 08/28/2015. The patient is a (B)(6) patient who was diagnosed with breast cancer in (B)(6) 2014. There was an unknown procedure performed on (B)(6) 2015. The patient received chemotherapy from (B)(6) 2015. On (B)(6) 2015 the patient underwent a subcutaneous mastectomy where the fortiva porcine dermis was utilized. The porcine dermis was explanted on (B)(6) 2015 due to partial necrosis of the left breast wound, dehiscense of the right breast wound, superficial skin lesions on the right areola, and perforation of the implant. Patient was under antibiotic therapy (type not provided). The patient is currently doing well. Several attempts were made to obtain product identifiers. This information was received on 10/21/2015.